Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, (B)(6). Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. On (B)(6) 2013, the complainant posted: "I'm so glad I'm not the only person in the world who has these problems. Honestly, I've been wearing acuvue oasis ever since I got contacts, so about 8 years. I didn't have any problems until about 2010 when I went to prom. My eye was hurting all day. I took my lenses out and couldn't find a reason as to why it hurt so much. So I put them back in and go on my merry way. Throughout the night it went from a sand paper feeling to horribly red eyes, then to severe light sensitivity so I just sat there all night. Hurt to much to even have fun. When I went home I took my contacts out, cleaned them and fell asleep. The next morning I couldn't open my eye because everything hurt. I went to the emergency room for being dehydrated that night, figured I'd get my eye checked while I was there. They told me it was pinkeye and to go get some meds from the store. Went home, realized I had this nasty white spot on my iris, went to a different doctor. Turns out it took us 2 weeks to figure out that I had a corneal ulcer. Took 3 different eye drops every hour for the next 3 months to heal. So now I have a slight scar that I can see at night when my pupils expand. I never stopped to think it was contacts that were doing this to me. After that I periodically had "seasonal allergies", all my symptoms over again, and again. I went to my eye doctor all the time telling her about what had happened, all my symptoms and she just says: I must obviously have the worst contact care ever, and that it's pink eye, go home. So I handle my symptoms like it's daily life for me. Freaks my friends out, freaks my manager out because my eye's red, then all think I have something horrible and contagious and it's not. Just never thought it was my contacts because I thought they were made for wearing, so why would they ever have that affect. This article been a real eye opener, no pun intended. Sorry for my excessive ranting, not like I'm going to work today because my boss makes me feel like my eye's "gonna" jump out and bite him. I'll try a new brand of contacts. Hopefully that's the problem."

Manufacturer narrative:
The complainant's profile was no longer available on the site. Unable to send a message to this pt. Unable to request lo information or product for investigation. The severity of the alleged "corneal problem" is unk. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. (B)(4). Labeled for single use or reuse. (B)(6).